Event description:
It was reported that the ultrasonic jaw broke intracap whilst surgeon was performing an unspecified procedure. There was no reports of patient harm. This inquiry is a clone of parent inquiry/ (B)(6).

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
Correction report for b5: the following " this inquiry is a clone of parent inquiry/ inq-(B)(4)" was inadvertently included in the b5 summary.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation as well as corrections to the initial report. Corrected fields: d3, d4, d7a, g1b, g2. Updated fields: d9, h3, h6. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the tissue pad was split and peeled off. Based on the results of the investigation, a probable root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.